Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The returned sample evaluation concluded that the marker band detached during use due to component failure. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure, the marker tip came off inside the patient but was promptly removed without causing any harm.